Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2021, mentor received additional information regarding the revision surgery. The patient underwent removal and replacement with two 550cc mentor memorygel breast implant prostheses (catalog #: 3505501bc, left serial #: (B)(6) , right serial #: (B)(6) . Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant appeared red and had a crease/fold on the anterior view. Additionally, a tear measuring approximately 1.1 cm was found within the crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. The device appeared red upon return. Per the product insert data sheet, it is contraindicated to place drugs or substances inside the implant other than sterile saline for injection since this could compromise the product integrity. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 475cc mentor smooth round moderate profile prosthesis and experienced postoperative right-sided deflation. The diagnosis was confirmed based on physical examination. As a result, the patient underwent explantation on (B)(6) 2021.